Event description:
Philips received a complaint on the dfm 100 indicating that the therapy delivery test failed. The device was not in clinical use at the time the issue was discovered. Available details indicate that the device had exhibited symptoms of a therapy pca assembly failure. The part was replaced and the equipment is now working fine. Based on the information available and the testing conducted, the cause of the reported problem was the therapy pca. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.